Event description:
It was reported that the customer had normal blood glucose levels of 70 mg/dl. The father of the customer reported that the keypad of the insulin pump was unresponsive during bolus. The father of the customer also reported unexpected restarts on the insulin pump after every battery change. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up arrow button due to flattened dome switch. Insulin pump alarmed after battery change and unexpected reset of setting due to connector leaking voltage. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.